Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had a high blood glucose. Customer¿s blood glucose value was 411 mg/dl. Customer stated that the insulin pump was delivered 4 units of insulin but the value of blood glucose was 400 mg/dl. It is unknown that auto mode was used or not. The insulin pump will not return for the analysis.